Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken grip at the grip base, with a piece approximately 14.71 mm broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument revealed no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument broke. A fragment fell inside the patient and was retrieved during the same surgical procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument to perform failure analysis.